Manufacturer narrative:
(B)(4). Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the implant (oss410) fractured. A procedure was scheduled for the explant of the device. Tooth location 19.

Manufacturer narrative:
The product reported was not returned for evaluation. A device lot number was not provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015. Biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16. Information identified: warnings: excessive bone loss or breakage of a dental implant may occur when an implant is loaded beyond its functional capability. Physiological and anatomical conditions may affect the performance of dental implants. Mishandling of small components inside the patient¿s mouth carries a risk of ingestion, aspiration and/or swallowing. Forcing the implant into the osteotomy deeper than the depth established by the drills can result in damage to the implant, driver, or osteotomy. For short implants, clinicians should closely monitor patients for any of the following conditions: peri-implant bone loss, changes to the implant¿s response to percussion or radiographic changes in bone-to-implant contact along the implant¿s length. If the implant shows mobility or greater than 50% bone loss, the implant should be evaluated for possible removal. If a clinician chooses a short implant, then the clinician should consider a two-stage surgical approach, splinting a short implant to an additional implant, and placement of the widest possible fixture. In addition, the clinician should allow longer periods for osseointegration and avoid immediate loading. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Precautions: these devices are only to be used by trained professionals. The surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening and aspiration. When the clinician has determined adequate primary stability is achieved, immediate functional loading can be considered. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. The healing period varies depending on the quality of the bone at the implantation site, the tissue response to the implanted device and the surgeon¿s evaluation of the patient¿s bone density at the time of the surgical procedure. Proper occlusion should be evaluated on the implant restoration to avoid excessive force during the healing period on the implant. It is recommended that implants less than 4mm diameter not be placed in the posterior regions. Complainant indicated that the ¿patient came into office with fractured osseotite 4x10 implant¿. The complaint could not be verified, as the implant was not returned for inspection. A root cause for this complaint could not be determined. The following sections were updated: date of this report. Manufacturer. Contact office: name/address. Office contact: manufacturing site. Follow-up number. Follow up type. Evaluation codes. Additional narrative. The following sections have been corrected: report type. Outcomes attributed to adverse event. Describe event or problem. If explanted, give date.

Event description:
It was reported that the implant (oss410) fractured. The implant was explanted as a result of the fracture. Tooth location 19.